Event description:
General report received of an unspecified number of undocumented incidents of separations. The option-lok male adapters of the tubing sets were connected to the pt's catheters. After unspecified lengths of time in use, the clave ports were accessed with unspecified 10ml luer lock syringes for deliveries of unspecified solutions. It was reported that when the nurse accessed the clave ports with the syringes, the clave ports separated from the tubings. The tubing sets were replaced and the therapies were resumed. There were no reported adverse affects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4), (B) (4).